Manufacturer narrative:
(B)(4). Nonconforming cartridge weld. (Device b): (B)(4) (damaged anvil former), (device c): (B)(4), (device d): (B)(4). Device (a) was received with an insufficient cartridge weld. In addition, two staples were found jammed in the cartridge nose. No functional test could be performed with the device. The cartridge weld is directly related to the cartridge gap. The cartridge gap is crucial for staple formation. When the cartridge weld is not sufficient, the gap will be larger than optimal and staples will not hit the anvil correctly and in some cases, bypasses the anvil resulting in unformed staples. Device (b) was received in good visual condition. The device was tested for functionality and it was noted that the staples were partially forming and jamming in the nose. The device was disassembled to verify the condition of the internal components and the anvil was noted to be deformed. This deformation in the anvil will prevent the staple to be held in the firing chamber for its complete formation, resulting in an ejected staple. Device (c) was returned in good visual condition and fully functional. When tested for functionality, the device fired and formed the remaining nine staples as intended. The device fired without any difficulties and the staples were note to have the proper box shape. 12 devices were received sterile and in good visual condition. One device was opened and tested for functionality. When tested for functionality, the device fired and formed the staples as intended. The device fired without any difficulties and the staples were note to have the proper box shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a shoulder procedure, the first device fired one staple and then the device would jam, then fire an unformed staple. A second and third device were pulled and the same thing occurred. A fourth device was pulled to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.